Event description:
It was reported to medtronic minimed that the customer experienced flashing white display, harm reported with no reported allegation of a device malfunction, change sensor/bad sensor. The customer reported hemorrhage/bleeding, hyperglycemia treated with no treatment, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: she had high blood glucose this morning she was not wearing a sensor since it was end of life document treatment for high bg: injection. The event involved product(s) mmt-1715k, mmt-332a, mmt-243a, mmt-7020a. Troubleshooting was performed customer was using the insulin pump system within 48 hours of the reported event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer reviewed bolus history and identified they are not able to confirm bolus history displays all entries based off their recollection. Customer reported a flashing or solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. Cust received a change sensor alert. Explained possible causes. Cust is unable to run a transmitter test and/or test passed. Cust advised to try another sensor. Customer reported blood at site. No further patient complications were reported. Mmt-1715k was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for mmt-7020a.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.